Manufacturer narrative:
The field service engineer replaced the pinch valves and gear pump head. No further issues occurred after these actions. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for 20 patient samples tested with multiple assays on the cobas e 801 analytical unit. The questionable results were reported outside of the laboratory. The user repeated the samples on a second analyzer and corrected results were forwarded to physicians. During the event, the analyzer generated a low signal alarm. Refer to the attachment for all patient data. Results for the following assays were affected: the elecsys ck-mb immunoassay, the elecsys troponin t hs assay ver. 2.1, il 6 elecsys ver. 2, elecsys ft3 iii ver. 2, elecsys cortisol ii, and elecsys ferritin. No units of measure were provided for these assays. The ck-mb reagent lot was 63438801, the troponin t reagent lot was 64098901, the il 6 reagent lot number was 62223301, the ft3 reagent lot was 61192001, the cortisol reagent lot was 63438801, and the ferritin reagent lot number was 65213901. The reagent expiration dates were requested, but not provided.